Manufacturer narrative:
(B)(4)

Event description:
It was reported multiple pacemaker mediated tachycardia episodes were observed. It is confirmed the cause of the pacemaker mediated tachycardia episodes were due to long atrioventricular delay and oversensing atrial noise. The noise was possibly due to electromagnetic interference. Programming changes were made. The patient will return for a follow-up checkup. The patient condition is okay.